Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received four (4) 18g maxcore disposable core biopsy instruments. Samples were randomly numbered for evaluation purposes. On visual evaluation, sample 1: the device was received without a needle protector and without a yellow guard attached to the needle. The device appeared to be clean. The maxcore disposable core biopsy instrument was returned fully primed, with the top and bottom slide pulled back. Sample 2, 3: the device was received without a needle protector and without a yellow guard attached to the needle. The device appeared to be clean. The maxcore disposable core biopsy instrument was received with both slides in their initial positions. Sample 4: the device was received without a needle protector and without a yellow guard attached to the needle. The device appeared to be clean. The maxcore disposable core biopsy instrument was returned fully primed, with the top and bottom slide pulled back. It appeared there was a bend to the needle. No visual anomalies were noted to the devices. On functional testing, sample 1, 2 and 3: to prime the top and bottom slides were pushed into the device and was able to lock into the device. The device was fully primed with no issues. The device was further tested by cocking and firing the device 3 times into the chicken breast using each trigger for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were collected with no issue. Sample 4: due to the bent needle no functional testing was performed. One electronic photo was provided and reviewed. The provided photo is a combination of four photos, shows four maxcore devices, where all the maxcore device are placed inside the taped package. One of the devices (third device) has the yellow guard in initial position and one of the devices (second device) has a bent to the needle. Based on the photo review the reported needle bent is confirmed for one device. Therefore, the investigation is unconfirmed for the reported needle bent, failure to fire as the device was able to prime, fire and collect the samples successfully for three devices. The investigation for difficult to remove will remain inconclusive as the condition of use could not be replicated for all the four samples. A definitive root cause for the reported needle bent, failure to fire and difficult to remove could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a male patient underwent an ultrasound-guided prostate biopsy through normal density tissue using a maxcore instrument. During the procedure, it was reported that the device needle was bent and failed to collect tissue while shooting the inner needle. It could only fire and the needle was difficult to remove from the patient's body. The procedure was completed using another device. There were no patient reported injuries.

Event description:
On (B)(6) 2026, a male patient underwent an ultrasound-guided prostate biopsy through normal density tissue using a maxcore instrument. During the procedure, it was reported that the device needle was bent and failed to collect tissue while shooting the inner needle. It could only fire and the needle was difficult to remove from the patient's body. The procedure was completed using another device. There were no patient reported injuries.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.